Event description:
It was reported that device separation occurred. The target lesion was located in the moderately tortuous and non-calcified right internal carotid artery. A filterwire ez embolic protection system was selected together with a 10.0-31 carotid wallstent for treatment. During the procedure, when the stent was delivered to the placement location, the stent could not be deployed as there was severe resistance. The filter wire was observed to be separating, so it was removed. The stent was replaced with a non-boston scientific stent to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.